Event description:
It was reported that the patient had a burning sensation at the implantable neurostimulator (ins) location. Impedances were checked, and were noted to be elevated, but not consistently. Additional information from the physician felt the cause of the event was unknown, but the doctor felt that it was not related to the spinal cord stimulation. Impedance measurements were within normal limits, but variable across all lead combinations. Migration of the lead of confirmed via fluoro imaging ((B)(6) 2011), but was unlikely to be the cause of the burning pain per the doctor because the pain pattern was captured with stimulation. Reprogramming was performed on the same day due to the patient's complaint of burning pain at the ins site in the right buttocks. The physician reported that the patient's usual pain type were in the same area. The symptoms included increase pain and burning to right buttock after standing for about an hour. The symptoms occurred with stimulation off as well as when standing. The physician noted that the patient had severe spinal stenosis with increased buttock and leg pain/burning when standing when using the stimulator (it was noted that the patient only uses the ins when standing as he doesn't have pain when sitting or lying). The doctor felt the symptoms were related to the patient's spinal stenosis and that the patient's pain overrides stimulation after one hour of being active. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).